Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that following the implant procedure the electrical measurements for the left ventricular lead were increasing and it was determined that the lead had dislodged. Upon attempted repositioning the lead was found back in the target vessel and appeared to have great numbers. The lead was secure and thus was left in place. The lead remains in use. No patient complications have been reported as a result of this event.